Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose levels were elevated (350 mg/dl). Customer indicated that elevated bgs were a result of consuming food. Customer treated elevated bgs by administering a correction bolus using the pump. Customer later had a low bg of 65 mg/dl and believed that it was likely due to overcorrecting. Low bg were treated by eating carbohydrates and drinking dr. Pepper.